Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. No excessive no delivery alarm, no battery out limit alarm, and all boluses delivered completely, and were properly recorded. Unit was received with intermittent button response due to corroded keypad traces. Insulin pump was received with scratched lcd window. Unit was received cracked case display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's buttons were not working all the time and her blood glucose level was out of control. Customer's blood glucose level was 140 mg/dl. The insulin pump alarmed battery out limit and no delivery. The customer was advised that the device would be replaced and agreed to return the product for analysis.